Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, distal and defib conductors distorted, several conductors blood/body fluid (not obstructed), inner tubing kinked/buckled, outer insulation cosmetic cut, all insulators breached cut, helix/lobe distorted/bent, blood in/on helix/lobe mechanism, apparent explant damage. Full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's daughter that the patient died and "there was a question about his heart rate at the time of his death and we want to get the device checked." The cause of death has been requested and not received.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found.

Event description:
Asku

Event description:
Asku

Event description:
It was reported by the patient's daughter that the patient died and "there was a question about his heart rate at the time of his death and we want to get the device checked." The cause of death has been requested and not received. It was later reported that, according to the clinicians, the device is not suspect in the patient's death. Follow up later reported the patient's family questioned "whether there was a device malfunction causing his collapse."

Event description:
It was reported by the patient's daughter that the patient died and "there was a question about his heart rate at the time of his death and we want to get the device checked." The cause of death has been requested and not received. It was later reported that, according to the clinicians, the device is not suspect in the patient's death.

Event description:
Patient's daughter reported patient died and "there was a question about his heart rate at the time of his death and we want to get the device checked." Cause of death requested and not received. Patient's family questioned "whether there was a device malfunction causing his collapse." Later reported that, according to clinicians, device is not suspect in patient's death. Patient discharged from hospital to nursing facility 13 days prior to death. Last office visit was five days after hospital discharge. An echocardiogram showed ejection fraction of 30%.